Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the electrode belt was unable to perform functional testing. The cause for the failure was isolated to thermally damaged components in the distribution node. The cause of the damaged components was a short between exposed pulse wires and the distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together and with the distribution node. The cause of the separated heat shrink was pulled pulse wires in the trunk cable. The root cause pulled pulse wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete functional testing.